Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assis system (lvas) ifuand the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists adverse events, including infection, and cardiac arrythmia that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection, and arrythmia as potential late postimplant complications. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for bacteremia and sternal nonunion. Sputum cultures were positive for pseudomonas moraxella catarrhalis. Blood culture positive for enterobactor bacillis. The patient underwent sternal washout and plating. The patient was treated with ampicillin and ceftriaxone. The patient returned to operating room on (B)(6) 2025 for washout, sternal reconstruction and wound vacuum-assisted closure. The patient also had an atrial fibrillation with rapid ventricular response on (B)(6) 2025. A transesophageal echocardiogram showed tricuspid vegetation. Antibiotics were administered through (B)(6) 2025. The ventricular assist device was noted to be functioning as intended throughout.